Event description:
A government agency reported that during vitrectomy procedure on the left eye, an ophthalmic system exhibited no cutting. The surgery was completed on the same day and there was no patient harm. This report pertains to ophthalmic operating system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections b.2 & h.11. Upon further review of new information received for this event it was confirmed that there was no issue with the suspected medical device. The reported event under mfg report num: 2028159-2025-01009 does not meet criteria for reporting as per applicable regulation. Furthermore, the reporter confirmed that issue was solely related to the vitrectomy probe within the surgical procedure pack. All additional reports for the probe will be submitted under mfg report num. 1644019-2025-01980. No further reports will be submitted under mfg report num: 2028159-2025-01009. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.